Event description:
This letter is to inform you of this event as the suspect device (cook medical micropuncture access set) are not manufactured or imported by biosense webster, inc. Event description: it was reported that during an inappropriate sinus tachycardia, a dissection with venous access occurred prior to any catheter going into the patient's body. Caller reported that this occurred during the insertion of the micropuncture sheath cook (non-bwi product). Caller reported that no medical intervention was administered to the patient. Caller also reported that afterwards, a thermocool catheter was opened (bnl35dfct, 17220125) and they noticed that the steering mechanism was detached from the catheter. Caller reported that this was noticed straight out of the box. The catheter was replaced and the case resumed. Caller is requesting a replacement catheter. Additional information received: no catheters were inserted into the body at time of incidence. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).